Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and also stated that the insulin pump was not working properly. The customer¿s low blood glucose was 50 mg/dl and other blood glucose was 60 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they did not believe pump was over-delivering. The insulin pump will not be returned for analysis.